Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag to vent switch was replaced, and the unit was returned to service.

Event description:
The hospital reported that, the bag to vent switch is not working properly. There was no reported patient involvement.